Event description:
It was reported that the customer experienced an alarm 2 followed by an alarm 26 with recurrent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level, as the levels did not exceed 500 mg/dl. The customer was instructed by the technical support team to undertake a series of steps, including delivering boluses after certain adjustments, but ultimately declined to continue troubleshooting. The customer was advised to replace supplies as necessary and resume insulin, with a follow-up set to provide further assistance if required.